Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted (400 mg/dl) with small traces of ketones. The customer took a manual injection to address blood glucose level. During troubleshooting with tandem technical support, the pump was able to be turned back on. However, shortly thereafter, the pump shutdown and became unresponsive. It was indicated that the customer would use manual injections as alternate insulin therapy.